Event description:
A malfunction alarm was reported with a fault ID of 0x20e6, indicating an ongoing issue with the pump. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, meaning there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred. As a result, technical support decided to replace the pump, and the customer was instructed to revert to multiple daily injections (mdi) to ensure continued insulin delivery. Additionally, the caller was guided on how to put the pump into storage mode and instructed to return the defective pump within 10 days using a pre-paid label.